Event description:
It was reported that during the implant procedure, there was difficulty passing the stylet through the lead. The lead was not used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) upon analysis, it was reported that the distal conductor was obstructed with blood/fluid, all conductors were distorted, there was blood/fluid on all conductors (non-obstructing) and in/on the helix/lobe mechanism, and all insulators were breached. It was apparent that this damage occured at implant.